Event description:
According to facility's biomedical tech, the prisma machine had a "micro air in blood" alarm during a pt's treatment. While the staff was trying to resolve this alarm, the machine jumped to an unload screen. The staff was unable to get the machine to return to the treatment screen, so the treatment was terminated. The machine was pulled for service and the pt was placed on another prisma machine to continue treatment.